Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was intermittently unable to deliver a bolus using the quick bolus feature. Tandem technical support verified quick bolus was turned on in pump. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.